Event description:
Supplemental correction report is being submitted due to confirmation received from rep on 19-sep-2025 that the user ID not keep the distal end of the stability sheath inside the medikit 6fr short sheath.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation 1 unit of lot c2244581 of zisv6-35-125-6.0-40-ptx was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 08 september 2025. Observations from the lab evaluation were as follows. Stent returned separately to the device. Stent examined - no issues observed. Red safety button returned pressed. Handle examined - no issues observed. Proximal inner noted to be extended approx. 9cms from distal end of retraction sheath. Delivery system examined - no issues observed. White tip examined - no issues observed. Device flushes with no issues. 0.035 inch wire guide passes through device with no issue. Through the investigation it was confirmed that the stent returned separately to the device was deployed outside the patient. Through the investigation it was also confirmed that the user did not keep the distal end of the stability sheath inside the medikit 6fr short sheath. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label. The japanese packaging insert c-ci1502m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: ¿note: the distal end of the stability sheath should be inside the access sheath¿. There is evidence to suggest the user did not follow the japanese packaging insert. Image review an image was not returned for evaluation. Root cause analysis. A definitive root cause could be attributed to use error as it was confirmed that the user did not keep the distal end of the stability sheath inside the medikit 6fr short sheath. Not inserting the distal end of the stability sheath into the access sheath results in the delivery system not being adequately held in place during deployment and end up with the retraction sheath getting caught on the sheath¿s hemostatic valve resulting in poor deployment and stretching of the stent and the proximal inner issue observed during the lab evaluation. The user has not complied with the requirements of the japanese packaging insert with respect to the intended use of the device. Use error complaints are considered foreseen misuse. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the japanese packaging insert, it is not possible to predict how the device will perform or function. Confirmation of complaint. Complaint is confirmed based on visual and/or functional inspection. Corrective action/correction. No adverse effects were detailed in relation to this occurrence. A new sheath was inserted, and the ptx was placed. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 8 oct 2025

Event description:
During ipsilateral sfa cto treatment, when placing a ptx, the ptx delivery system got caught on the sheath's hemostatic valve, resulting in poor deployment and stretching of the stent. The ptx was pulled out with the sheath, a new sheath was inserted, and the ptx was placed. No health hazard. 01aug2025 obtained the answer for additional questions could you explain using the picture below where the ¿ sheath's hemostatic valve¿ or was this part of the medikit 6fr short sheath? This ¿ sheath's hemostatic valve¿ was the part of the medikit 6fr short sheath can you confirm the tracking number for the return of the complaint device? The complaint device has not arrived at cmj. I will let you know when we will ship it to you. Details of the wire guide used (name, diameter, hydrophilic)? Terumo/radifocus (diameter, hydrophilic unknown) was the patient's anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other (if other, please specify) no was resistance encountered when advancing the wire guide? No was resistance encountered when advancing the delivery system to the target location? No was resistance encountered when deploying the stent? No in the description it says there was ¿poor deployment and stretching of the stent¿, was the stent fully deployed in the patient? No. A portion of the stent was deployed intravascularly. Was the initial stent where the complaint issue occurred removed from the patient? Yes did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? Yes. Was the delivery system kinked or twisted during advancement or deployment? No were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.